Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of cassette and into the cycler. The pt noticed fluid inside the cassette compartment after cancelling treatment. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed with one pinhole on the film cassette. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.